Event description:
This procedure is part of the (B) (4) trial. After use of the silverhawk, a non-flow limiting dissection with 40% residual stenosis was reported. The dissection was resolved with balloon angioplasty. No injury to the patient reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.